Manufacturer narrative:
The customer reported a complaint that "the drive shaft in the autopulse platform (sn (B)(4)) is stuck and won't turn," which was confirmed during the functional testing. The root cause of the reported complaint was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. Upon visual inspection, no physical damage was observed. The archive data indicated multiple user advisory (ua) 45 (not at "home" position after power-on/restart) messages on and around the reported event date. The autopulse platform failed functional testing due to ua45 displayed upon powering on and noted a sticky clutch during the internal inspection. The root cause for the ua45 error was the drive shaft not being at the "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed a sticky clutch. This might have caused it difficult for the user to pull up the lifeband completely prior to turning the device on. The clutch was deburred, and the drive shaft was rotated to the "home position" to address the reported complaint and ua45 message. The autopulse platform subsequently passed a 15-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
The customer reported that the drive shaft in the autopulse platform (sn (B)(4)) is stuck and won't turn. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.